Event description:
The abstract article "negative pressure wound therapy (npwt) for foot ulcer on serious ischemic limb" included in the 54th annual meeting of (B)(6) society of plastic and reconstructive surgery reported that one patient experienced a lower part of the lag amputation due to an infected graft. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
This retrospective study investigated negative pressure wound therapy from april 2008 to november 2010 time frame. It is unknown when the event occurred as this information has not been provided. Per the report, "evaluation: npwt (negative pressure wound therapy for foot ulcer on serious ischemic limb depends on blood circulation on peripheral wound. It is necessary to improve the circulation by revascularization. Even if the patient's poor blood circulation was poor, careful observation was performed and npwt was applied with low pressure, the patient's condition became better." Based on information provided, it cannot be determined that the alleged infected graft or amputation is related to v.a.c. Therapy.